Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
The information below was reported to miramar labs' foreign partner nine months after the incident with no further follow-up expected or received. Physician injected 0.4cc of anesthesia using a 30g needle to a depth of 3-4mm in multiple locations. During the injection of anesthesia, the patient (a clinic staff member) felt her fingers begin to twitch and they became hard to move in a fluid motion. The physician immediately stopped the injection and discontinued the planned miradry treatment. The patient's axilla was iced and poultice was applied for 2-3 hours. After several hours of recuperation time, patient was feeling well enough to eat dinner. Nine months later, the patient had continuous numbness in her fingers and nerve damage, and was resigning from the clinic at the end of the month. The patient had visited another physician and was diagnosed with nerve damage. Details of symptoms: decline in motor skill, difficult to adduct or retract her right hand towards her body, having difficulty completing complex movement, such as injections and typing, lack of sensitivity in her little finger and the ulnar side of her forearm, mild numbness of the right little finger, coldness in arm on the right ulnar side, lassitude of right hand. Physician recommended taking mecobalamin (1500mg/day) and undergoing rehabilitation of fingers (ex: rubber ball) for nerve damage. Advised full recovery time varies and could take over a year with gradual improvement.